Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled and that the lead was damaged at implant.

Event description:
It was reported that during implant, the helix was exercised on the back table. The helix would extend half way then the tip of the lead would start to bend. After multiple turns, the helix would extend the rest of the way and the lead would straighten. When the helix was retracted it would retract about half way then pop back in after more rotations. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.